Event description:
While performing spinal surgery, during final tightening of a pedicle screw, the tip of the tightener broke off and remained in the screw and could not be removed. The operation was terminated with the fragment remaining in the screw.